Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
During aaa repair on a male in 2008, the physician had difficulty with the black trigger wire. It would not detach from the device. The physician attempted all recommended troubleshooting scenarios. As a last resort before converting to an open procedure, the physician pulled as hard and as fast as he could to remove the trigger wire. This worked. Patient is fine.